Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Although requested, the set has not been rec'd. A f/u report will be submitted with failure investigation results should the device be returned for evaluation.

Event description:
The customer reported a secondary medication was infusing, the registered nurse noticed about 5-10cc of fluid on the floor and fluid at the smartsite and texium connection. Event occurred at the faris location, unit aic. There was no patient harm or medical intervention. The customer stated that no add'l event or patient info is available.

Event description:
The customer reported a secondary medication was infusing, the registered nurse noticed about 5-10cc of fluid on the floor and fluid at the smartsite and texium connection. Event occurred at the faris location, unit aic. There was no patient harm or medical intervention. The customer stated that no add'l event or patient info is available.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Although requested, the set has not been rec'd. A f/u report will be submitted with failure investigation results should the device be returned for evaluation.